Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 309.004s; lot: 9837656; manufacturing site: bettlach; release to warehouse date: february 29, 2016; expiry date: february 01, 2026. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the received carbide drill bit is broken off at the crossover from the shaft to the coupling adapter surfaces. In total 3 fragments were generated, all fragments were returned for evaluation. There are some clearly visible stress marks at the cutting edges visible. Dimensional inspection: checked dimensions with micrometer per drawing: shaft diameter = pass drawing/specification review: external drawing was reviewed to check the dimensions. This drawing version is in place since the year 2005, which speaks against a design related issue. Summary: the complaint condition is confirmed as the drill bit is broken as complained. This lot pieces was manufactured in september 2016 and we are not aware of any other complaint for this article- and lot combination. Based on that and the findings of the evaluation, a manufacturing related issue can be excluded. The exact cause of the breakage can afterwards not be defined as there was no information about the usage provided, for example if the drill bit was used to drill titanium or an instrument. It can only be assumed that a mechanical overload during drilling caused the breakage. Possibly the drill bit did get blocked during drilling, which could explain the visible stress marks at the cutting edges. In general we would like to mention the screw extraction set handling technique. Where it is stated that a the screw head should be carefully drilled out, that the axis of the drill should be aligned according to the axis of the screw, that drilling standard and locking screws causes drill chips, that these need to be suctioned away and that suction with the drill suction device is also important to cool the drill bit during the drilling process. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: hwe. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during removal surgery of a variable angle (va) olecranon plate on (B)(6) 2019, a carbide drill bit broke off. The broken pieces were removed, and no pieces remained in the patient's body. The surgery was successfully completed. There was no adverse consequence to the patient. Concomitant devices: variable angle olecranon plate (part: unknown, lot: unknown, quantity: 1), screw (part: unknown, lot: unknown, quantity: unknown). This report is for a 4.0mm carbide drill bit sterile. This is report 1 of 1 for (B)(4).